Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had refilled and reused a cartridge. A cartridge change was performed resolving the issues. It was also reported that resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose (bg) level ranged from 360 mg/dl, to a value displayed as "high" on the continuous glucose monitor. Bg was treated via manual injections.